Manufacturer narrative:
B2 outcomes attributed to adverse event - updated. B5 describe event or problem - updated. H6 patient codes - updated.

Event description:
Reprise IV: it was reported that 1st degree atrioventricular (av) block and left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No new conduction disturbance was noted after bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. On the same day post index procedure, electrocardiogram (ECG) revealed 1st degree av block and lbbb. No other action was taken to treat the events. One (1) day post index procedure the subject was discharged home. It was further reported that seven days of post index procedure, the subject presented to outpatient clinic, with shortness of breath. The subject was found to be in complete heart block with a junctional escape rhythm. On the same date, the subject was hospitalized to the intensive care unit and a transvenous pacing wire was recommended. An ECG revealed a ventricular paced rhythm and an abnormal ECG. A permanent pacemaker was recommended due to complete heart block associated with bradycardia. Nine days post index procedure, a new dual chamber permanent pacemaker was successfully implanted. The following day, the subject was discharged home.

Event description:
(B)(6). It was reported that 1st degree atrioventricular (av) block and left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No new conduction disturbance was noted after bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. On the same day post index procedure, electrocardiogram (ECG) revealed 1st degree av block and lbbb. No other action was taken to treat the events. One (1) day post index procedure the patient was discharged home.